Event description:
This is a follow up report. The investigation was completed on the 15-jul-2020. The results and conclusions of the investigation are outlined in section h of this report. Proximal needle breakage observed during the lab evaluation of (B)(4) (MDR ref # 3001845648-2020-00345).

Manufacturer narrative:
510(k) number: k142688. Device evaluation: 1 unit of lot c1529546 of echo-hd-19-c involved in this complaint was returned for evaluation, with the original packaging under (B)(4) (emdr 3001845648-2020-00345). It should be noted that this file is related to another complaint file. For details of the other investigation please refer to (B)(4) (emdr 3001845648-2020-00345). Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 03 june 2020. The distal tip of the needle was observed to be deformed which was investigated under (B)(4) (emdr 3001845648-2020-00345). A proximal needle break below the sheath extender was also observed (this will be investigated under this file (B)(4)). Unable to advance or retract the needle. Clarification was requested as follows; "was the proximal break below the sheath extender observed when the device was being sent back to cook ireland? This defect does not seem to be detailed in the complaint description or in the answers to the additional questions. If it was not observed then this would indicate that the break came about as a result of transport returns which will mean the new pr that you will open can be cancelled.¿ reply was received as follows; ¿customer confirmed the kink was observed during procedure.¿ document review including IFU review: prior to distribution, all echo-hd-19-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-19-c of lot number c1529546 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1529546. The notes section of the instructions for use, ifu0077-4 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" and "ensure the stylet is fully inserted when advancing the needle into the biopsy site". There is evidence to suggest that the customer did not follow the instructions for use in relation to the use of the stylet (ifu0077-4). This was investigated under (B)(4) (emdr 3001845648-2020-00345). Root cause review: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to excessive force which can be applied when trying to get the needle out of the scope during advancement. This could have potentially caused the needle breakage which would in turn have led to the needle retraction issue detailed in q.15 of the additional questions. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
510(k) number: k142688. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Proximal needle breakage observed during the lab evaluation of pr298827 (MDR ref # 3001845648-2020-00345).